Event description:
It was reported that the patient is fully awake and is no longer requiring mechanical ventilation. Patient is breathing on their own and will be discharging from a rehab facility to home.

Manufacturer narrative:
Patient's weight is not available at this time.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 to address discomfort at the ipg site (related manufacturer reference number: MDR-2024-27353), the patient went into cardiac arrest when the physician was closing requiring CPR and 911 called. The patient was sent to the hospital. Next course of action is undetermined at this time as patient has not woken up and the patient continues to be on a mechanical ventilator.